Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device using an 8f sheath after an interventional procedure. Reportedly, on removal of the device the suture appeared with the knot intact [suture malposition]. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
An anterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. A guide break was also noted during evaluation of the returned device; however, follow up with the account confirmed that this did not occur during the procedure.

Manufacturer narrative:
The device was returned for analysis. The reported malposition of the device could not be replicated in a testing environment as it was based on operational circumstances. An anterior foot break was noted. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation is unable to determine the cause of the reported difficulty. The subsequent treatment appears to be related to circumstances of the procedure. Based on the reported information the foot possibly separated during foot closure or during manipulation after successful suture retrieval. The failure to fire (malposition of device possible occurred due to friable vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.